Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on a pt's left eye at one day post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased with scheduled taper. Pt was noted as asymptomatic. Upon add'l follow up, reporter indicated the pt issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).